Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
In bahrain, on (B)(6) 2026, patient reported bent cannula event that led to hyperglycemia and treatment provided was insulin pump.